Manufacturer narrative:
Final device analysis results show the epoxy bond (weld) is broken between the hybrid circuit and the battery terminal(s); both b- battery bond wires were lifted from the hybrid bond pad. No output or telemetry was detected from the right-sided ins during functional exam. Analysis results for the left-sided soletra ins show the product was functionally acceptable; no anomaly was found.

Event description:
The representative reported the right-sided ins was explanted due to premature battery depletion. During the procedure, the left-sided ins was changed-out; no product problem was noted.